Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were urgently submitted for the patient who was found down at home with driveline disconnect alarms and pump stop alarms on 15dec2023. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient was in ventricular fibrillation (vf) upon the biotronik implantable cardioverter defibrillator (ICD) interrogation. It was noted that the patient had an ICD implanted before and had a history of atrial and ventricular fibrillation. The driveline was disconnected and reconnected in the emergency room. The patient passed away due to cardiac arrest. Related manufacturer reference number: 2916596-2023-08898 (system controller hsc-064116) related manufacturer reference number: 2916596-2023-08899 (system controller hsc-066966)

Manufacturer narrative:
Section b1: corrected section b5: corrected reported information from initial report section d1: corrected section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with disconnection of the driveline; however, a specific cause for the events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The submitted log files captured several pump stop events associated with disconnection of the driveline. The pump otherwise operated as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and death. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The heartmate 3 lvas patient handbook rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ICD implanted before their implant and had a history of atrial fibrillation and ventricular tachycardia.